Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concerns with the product and capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Phone number: (B)(6). Fax number: (B)(6). Email: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and concerns with the device.